Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit model#: sc-2408-74 serial#: (B)(4) description: avista MRI perc lead kit model#: sc-4319 lot#: 19852075 description: clik x MRI anchor it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information form that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had an upper respiratory tract infection during the recent implant procedure. Symptoms of headache and fever were noted. The physician believed that the symptoms were not device related. The patient was placed on antibiotics and was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4), description: avista MRI perc lead kit model#: sc-2408-74 serial#: (B)(4), description: avista MRI perc lead kit model#: sc-4319 lot#: 19852075 description: clik x MRI anchor it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information form that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had an upper respiratory tract infection during the recent implant procedure. Symptoms of headache and fever were noted. The physician believed that the symptoms were not device related. The patient was placed on antibiotics and was reportedly doing well.